Event description:
It was reported intermittently that the customer experienced ongoing fluctuating blood glucose (bg) levels ranging from 52 mg/dl to 580 mg/dl. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in fluctuating bg levels. Customer consumed "juice, glucose tablets and jelly beans" and gave a correction bolus via the pump and manual injection to address bg levels. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the fluctuating bg levels was unknown. Recommendation was made to discuss diabetes management with a health care professional.